Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the balloon was inflated to 8 atm and it ruptured in the common femoral artery. The vessel was "lightly" calcified and the procedure was successfully completed with another device of the same type. There were no reports of adverse effects to the patient as a result of this product problem.